Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a surgery approximately three (3) weeks ago, the anchor for the device could not be deployed because the ejection button would not advance forward. A backup device was used to complete the surgery successfully. No patient consequences have been reported as a result of the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). G2: foreign - event occurred in japan the customer has indicated that the product will not be returned to zimmer biomet for investigation and that it was discarded at the hospital as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. A supplemental will be filed accordingly if any further information is found that would change or alter any conclusions or information. Zimmer biomet will continue to monitor for trends.